Event description:
According to the reporter: the bag came loose from the ring of the device during removal of the specimen in the patient cavity. Another pouch was used to remove the specimen. There was no report of an injury or impact to patient.